Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest discomfort and pocket infection. It was noted that the pacing leads were discoloured. The leads were explanted. No further patient complications have been reported as a result of this event.